Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to bacteremia. Additional information revealed that the patient was found unresponsive at home by emergency services. The patent was found with agonal breathing, pupils bilaterally dilated, and sluggishly reactive. It was noted that they had a wide complex tachyarrhythmia which cardioverted to sinus rhythm. The patient's mean arterial pressure (map) was 55mmhg with a glasgow coma scale (gcs) of 3. The patient had several more rounds of wide complex tachycardia and was cardioverted 8 times. The patient had been taking coumadin 5 mg dose. A head computed tomography (CT) and chest CT scans were performed. The chest CT included the abdomen and pelvis. They were started on levophed (norepinephrine) and vasopressin. An emergent transvenous pacer was placed. The head CT revealed an acute infarct in the left parafalcine region. The patient was given broad-spectrum antibiotics but went into septic shock due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The patient had no history of bleeding from any site, warfarin was withheld since admission. Repeat head CT showed evolving areas of prominent infratentorial and supratentorial ( bilateral, symmetric) hypodensity suggestive of anoxic brain injury ( patient had ventricular tachycardia which can be contributed to the hypoperfusion). Additionally, the patient was found to have mrsa bacteremia which predisposes the left ventricular assist device (lvad) as the likely source of vegetation leading to cardioembolic stroke. The patient had a history of ventricular tachycardia (vt).

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia, infection, cardioembolic stroke, and death could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not received for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, infection, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number mw5113574 was received 06dec2022. No further information was provided. The manufacturer is closing the file on this event.